Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a patient experienced an allergic reaction to the aligner, resulting in gum bleeding and swollen lips. Additional information requested.

Manufacturer narrative:
After reviewing the manufacturing and quality control records (including incoming inspection), no issues were identified in the aligners production process. No evidence was found to indicate that the reported issue was caused by an error in the manufacturing process.